Event description:
Customer reported on a bravo ph capsule that failed to attach. It fell off the delivery device and into the patient's stomach. The customer stated that the doctor was not able to retrieve the capsule. The patient was not injured following the procedure.